Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first reload was able to fire completely without any problem, but on the second firing, there were some malformed staples in the staple line. The stapler was able to fire, there was poor staple formation centrally, there was a malformed staple line on one reload and not all staples completely closed. The second reload used reinforcement material in conjunction with the stapling device and staple line was incomplete centrally. The staple line was oversewn with suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridges noted that the reload was fully fired and the anvil clamping mechanism was deformed. Microscopic examination of the reload observed damaged to the cutting edge of the knife blade. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first reload was able to fire completely without any problem, but on the second firing, there were some malformed staples in the staple line. The stapler was able to fire, there was poor staple formation centrally, there was a malformed staple line on one reload and not all staples completely closed. The second reload used reinforcement material in conjunction with the stapling device and staple line was incomplete centrally. The staple line was oversewn with suture to complete the case. The issue was similar with both reloads. The final firing (second reload with issue) also got jammed after complete firing. The surgeon had to force the black toggle back with a lot of force to bring the I blade back and open the jaw to remove the reload. There was no patient injury.